Event description:
During the surface temperature management therapy, the customer reported that the automatic mode in the stx console (sn: (B)(6)) is not working and continues to alarm "check probe." The same stx console was used to continue the therapy by choosing the manual mode. No consequences or impacts on the patient.

Manufacturer narrative:
The stx console (sn:(B)(6)) involved in the reported complaint will not be returned to zoll for evaluation because zoll reached out to gentherm tech line for troubleshooting, and gentherm determined the root cause of the reported complaint as a malfunctioning probe jack assembly. Gentherm sent a replacement part to the hospital to address the reported complaint. Therefore, no further service was required to be performed by zoll.

Manufacturer narrative:
**UDI related data quality updates only** for g4: PMA/510(k): premarket submission number not available/not released.